Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc52 st jude lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was additionally reported that the lead was explanted and replaced.

Event description:
It was reported that the patient felt pacing in their belly. The left ventricular (lv) lead was suspected of migration. It was noted that the capture threshold measurement had increased. Additional information from the clinic confirmed that the patient presented to the emergency room with feelings of diaphragmatic stimulation. The lead had pulled back. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.